Event description:
Caller reported compact plus blood glucose results within 10 minutes, all results mg/dl: 193 at 7:20 109 at 7:22 72 at 7:23 231 at 7:24 256 at 7:25 233 at 7:26 122 at 7:27 124 at 7:27 reported no treatment, no adverse event. A request was made for the return of the meter and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.